Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: a dimensional inspection was performed on the returned component the inspection concluded: "during the original in-process inspection, as per igs requirements, the true position inner sphere was checked on the first and last part of the original batch of 18 parts. Both of these parts passed for this feature at that stage. It follows that the true position inner sphere feature went out of specification under the same assembly and disassociation conditions as the features b diameter. The b diameter and true position inner sphere are all I inked to the inner sphere of the part. The failure of these features and the damage observed on the inner rim and outer sphere are deemed to be consistent with the disassociation of the femoral head from the adm liner. Conclusion: the complaint is deemed not to be manufacturing related." Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined due to a lack of available information. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Sales rep reported on (B)(6) 2016 a closed reduction was performed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported on (B)(6) 2016 a closed reduction was performed.